Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: balance mg. Guide cath: hyperion. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler rx is currently not commercially available in the united states; however, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a de novo eccentric and diffuse lesion with mild tortuosity and moderate calcification and 99% stenosis in the distal right coronary artery (rca). The lesion was pre-dilated, and 3.5 x 33 mm and 3.5 x 8 mm xience alpine stents were deployed. Post-dilatation was performed with a 3.5 x 12 mm nc traveler balloon catheter four times (15 atmosphere/15 seconds each). During the fourth inflation, the guide wire became difficult to manipulate inside the nc traveler. When the nc traveler was removed from the guidewire, there was resistance felt due to the interaction of the devices. The physician suspected that the resistance possibly occurred because the wire lumen of the device was collapsed. The device was replaced with another new 3.5 x 12mm nc traveler, in which additional post-dilatation was performed twice. The stent indentation disappeared and the procedure was completed. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.